Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin, and the insulin gauge remained static at 130 units. At the time of the reported event, the customer reloaded the cartridge and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.